Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. The cause for the failure was isolated to a cut in the cable connecting ECG "a" and ECG "b". The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt had a damaged cable.